Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the scanner cable. A field service engineer replaced the scanner cable and o ring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had a barcode scanner failure. The customer stated that it was unable to scan, and the issue persisted even after rebooting the device. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.